Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level over 400 mg/dl two days ago. The customer also had a low blood glucose level today. The customer declined to troubleshoot for the high and low blood glucose levels because he was in the process of moving and accidentally washed the meter in the washer. The customer reported that he almost called the ambulance due to low blood glucose but treated with tortillas. The customer was advised to replace the meter. No products will be returned for analysis.